Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Customer indicated that tandem technical support would be contacted if the issue was not resolved. Customer did not contact tandem technical support regarding the reported issue.